Event description:
Boston scientific received information that during a device check, this right atrial (ra) lead exhibited a complete loss of capture. The pocket was opened and there were no apparent fractures or other issues visible. The lead was surgically abandoned and a new ra lead successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
The lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.